Event description:
Same case as MDR ID# 2134265-2015-03948 and 2134265-2015-04000. It was reported that automatic pullback failure occurred. The motor drive unit(mdu) was used in conjunction with an unspecified imaging catheter and a sled. During the procedure, the mdu failed to perform automatic pullback.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).